Manufacturer narrative:
Patient medications include but are not limited to: aspirin 81mg qd and simvastatin 40 mg qd are the only two medications patient came into the hospital with. On the day before her procedure she was given the following while inpatient: docusate sodium, levofloxacin, metoprolol tartrate, metronidazole, pantoprazole, and pravastatin. The gore® dryseal sheath instructions for use (IFU) warns, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU warns, if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 49.0mm in diameter and was implanted with two conformable gore® tag® thoracic endoprostheses in zone 4 using a gore® dryseal sheath. After successful delivery and deployment of the endoprostheses; when the gore® dryseal sheath was being withdrawn from the vasculature, the patient suffered an avulsion of the left common iliac artery (lcia). Reconstruction of the lcia was performed using two viabahn® endoprostheses. The patient was reported to have suffered approximately one liter of blood loss at this time and was transfused with 3 units of blood. The patient tolerated the procedure and was transferred to the intensive care unit in stable condition. The patient's lcia was reported to be calcified with a minimum diameter of 7.0mm, and is thought to have caused or contributed to the avulsion. The outer diameter of the 24 fr gore® dryseal sheath is 9.1mm. On (B)(6) 2015, it was reported that the patient experienced pain associated with the incision to the groin. The patient's groin incision pain was reported to have subsided on (B)(6) 2015.